Event description:
It was reported that the customer alarmed and insulin squirted out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device was received with scratched screen, cracked case at lcd window corners and battery tube threads.